Event description:
Customer reports via phone that they have had 7 events where the luer nut and merit medical tubing have blown off the tip of the syringe at the beginning of the injection, 18ml/sec for 25ml volume, connected to 6fr pigtail catheter placed in the left ventricle. One event where the merit medical tubing just blew off the tip of the syringe, luer nut stayed in placed.

Manufacturer narrative:
Root cause identified: no defect was not confirmed. Conclusions: device history record was reviewed and no non conformances were found during manufacturing process. Corrective actions: no corrective action was assigned.